Manufacturer narrative:
Additional information: a visual examination of the guidewire revealed that the distal tip was detached exposing the tip of the metal corewire approximately 0.1cm. No evidence of corewire fractured. The complaint is consistent with the return that the distal tip was detached exposing the tip of the metal corewire. Based on all gathered information, the most probable root cause is "handling damage.¿ a DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used in the common bile duct during a removal of stone procedure performed on (B)(6) 2015. According to the complainant, during preparation the holder of the device was flushed with saline solution. When attempting to remove the guidewire from the holder, the physician noted that the hydrophilic tip detached outside the patient exposing the tip of the metal corewire. The procedure was completed with a new jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over 18 years old. The reported lot number could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown at this time. It was reported that the device was not used past its expiry date. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used in the common bile duct during a removal of stone procedure performed on (B)(6) 2015. According to the complainant, during preparation the holder of the device was flushed with saline solution. When attempting to remove the guidewire from the holder, the physician noted that the hydrophilic tip detached outside the patient exposing the tip of the metal corewire. The procedure was completed with a new jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.